Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly resulting in customer being hospitalized with a blood glucose level (bg) of 146 mg/dl and life-threatening ketones. Prior to hospitalization, customer performed a correction injection to attempt to address the high bg. In the hospital, customer received intravenous fluids of saline and insulin which resolved the issue. No permanent damage was sustained, and customer was released from the hospital.